Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switches on the arrow buttons. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The device was also received with extremely scratched display window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was he was lying on the ground while trying to set up the dishwasher when the insulin pump had a button error alarm. The blood glucose at the time of the incident was 55 mg/dl; treated with soda troubleshooting was not able to resolve the issue. The device was returned for analysis.